Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer alleged that the altitude alarm led to an unspecified elevated blood glucose level. Tandem technical support made multiple follow up attempts but was unable to reach the customer.